Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a break in tubing from the pump to the reservoir. All components were removed and replaced. There were no patient complications.